Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(6). (B)(4).

Event description:
It was reported that a respiratory therapist observed a patient in transitional care unit disconnect themselves from the ventilator circuit twice "within several minutes of each other" and pulled the 15mm adaptor off the tracheostomy tube. The patient requires a tracheostomy tube in place for breathing, however, the patient can tolerate small periods of time off the ventilator while on a heat moisture exchanger. The 15mm adaptor was unable to be placed back on the tracheostomy tube, therefore requiring a tracheostomy tube replacement each time this happened. It was reported that this was the initial use of each of the tracheostomy tubes. The first time the tracheostomy tube was replaced, it was replaced with another custom tracheostomy tube. The second time the tracheostomy tube was replaced with a "regular" tracheostomy tube. The patient's nurse, "supervisor" and physician came to the decision that going forward, the patient would use a bivona ® 5.0mm cuffless tracheostomy tube. Upon follow up for mrf numbers 3012307300-2016-00502 and 3012307300-2016-00503, the customer stated that this has happened in the past, but they did not report it to the manufacturer at that time, however, since it occurred two times so close together "we felt it was too important to not bring attention to it". No further adverse health outcomes were reported. See MFR: 3012307300-2016-00502, 3012307300-2016-00503.

Manufacturer narrative:
One used tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection of the returned device found that the purple swivel portion of the device was stuck on an accessory component which was supplied by the customer. During functional testing, the external component of the device was firmly reattached to the main assembly. The wedge was then used to separate the external component from the rest of the assembly. The purple swivel portion of the connector remained in the correct position and did not detach during the removal of the external component. Following the test, the external component was then manually jammed, as hard as possible, over the connector. The wedge was again successfully used to separate the external component while the rest of the assembly remained intact. Although damage was observed with the returned device, investigation determined that the root cause of the observed damage was due to the improper removal technique when disconnecting the accessory component.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
Additional information was received regarding the reported issue. According to the reporter, the patient disconnected the reported device by forcefully pulling on the device. The reporter stated that the patient was agitated at the time of the reported event.